Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
On (B)(6) 2021, the customer reported discrepant results for two samples. The samples were tested using multiple assays. Cepheid assay reported two samples (B)(6) based on n2 gene detection. Nxtag cov extended panel reported samples as (B)(6).